Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient had sudden unexpected tightening of muscles on the front of the right thigh while implanted components are on the left side. Patient said that the muscles become so constricted and wouldn't loosen up. This was first noticed around (B)(6) 2021 and after they had an x-ray on (B)(6) and they had turned stimulation off prior to x-ray. Patient said that the therapy itself is working fine. They contacted the managing doctor and was directed to turn stimulation off. Patient said that about 2-3 hours of having the stimulation off, the muscles loosened up. When asked, patient said they haven't had any falls or trauma. Patient said had reprogramming session on (B)(6) 2021 due to pain in tailbone and said that shortly afterwards the tightening of muscles in right thigh started coming back, however not as widespread. Patient decreased the setting, however that didn't make any difference so after 3-4 days patient turned the stimulation off after speaking with managing physician. The patient was redirected to their healthcare provider to further address the issue. Patient is scheduled to see managing physician on (B)(6) 2021 and hopes that someone from the manufacturer can be there. On (B)(6) 2021 the patient and healthcare professional (hcp) via the manufacturer's representative provided updates. The rep has been working with hcp and will continue to follow up with patient. The rep spoke with the patient regarding the right thigh discomfort and advice to turn stim off. Patient stated the discomfort did subside after a few days. Patient stated they think the device had damaged their muscle in the right thigh and that the lead had moved and was stimulating a different nerve. Patient denied having any falls or infections since implant, but stated they had a history of spinal stenosis (disc bulges in the lumber spine), chronic low back pain and right hip bursitis. The implant was on the left side. Patient had lateral x-ray of the device to see whether the lead had moved and was scheduled to see the doctor (B)(6) 2021. On (B)(6) 2021 the rep spoke with the patient who stated their x-ray did not show any change in the lead placement. After appointment on (B)(6) the patient was sent home with c7/1.1 v setting, but started to experience right thigh pain again on (B)(6) so lowered the stim to 0.9v and the pain subsided, but did not go away, so on 3.1 they lowered setting to 0.1v and ultimately turned if off. Impedance check was not done. Patient decided to leave stim off until next appt on (B)(6) 2021 when additional programming adjustments were planned. The patient does have a history of musculoskeletal low back and right hip problems and was recommended to follow up with care of these issues as they may be the underlying reason for experiencing the right thigh pain with stimulation on. The lead is left sided and ins is in left buttock. On (B)(6) 2021 the patient stated they didn't think the therapy was working while they had the leg pain. On (B)(6) 2021 the patient met with the hcp and rep attended by telephone, hcp confirmed that x-ray results demonstrate no movement in the lead and there were no impedance issues. The therapy had been off for a few weeks and patient denied having any muscular discomfort. They turned stim back on c1 felt comfortably at 0.6a in the left buttock. Patient denied having any muscular pain at this time. Pt weight (B)(6). On (B)(6) 2021 the patient turned stim down to 0.2 a and noted pain at the lower back, unsure if related. On (B)(6) 2021 patient turned the therapy off. On (B)(6) 2021 patient stated they continue to have right thigh soreness and lower back tenderness with stim off. There were no impedances issues. On (B)(6) 2021 additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). In response to clarification as to whether the patient's muscle had been damaged by their device, the rep reported that the patient did not have muscle damage. There was no suspected device issue. The patient's healthcare professional (hcp) suspected that the patient's symptoms were originated from pre-existing issues. On 2021-sep-15 additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was again reported that the patient was getting right side hip and thigh pain when the device was on. Due to the symptoms the patient experienced, the device was explanted.

Manufacturer narrative:
H3: analysis found that the implantable neurostimulator (ins) passed functional testing with insignificant anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.